Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. It was reported that the patient presented with fever. A CT was carried out, and the aneurysm wall seemed to have fistula which would adhere to duodenum. An intervention was performed (open repair) and it was confirmed that it was an inflammation of the aneurysm, not an infection. The physician decided to treat the inflammation with white blood cells and the stent grafts were not explanted. During the intervention, the physician noticed that the left leg of the stent graft did not have flow and limb occlusion was confirmed. The physician performed a thrombectomy and the kissing balloon technique was used. The physician then implanted another manufacturer¿s 10x6cm stents in both legs. The physician attributed the occlusion due to the patient¿s anatomy, narrow arteries (14mm) and not to the endurant device. No additional clinical sequelae were reported and the patient will continue to be monitor by the physician.

Manufacturer narrative:
(B)(4).